Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue was unable to be confirmed due to the condition of the returned device. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue or difficult to remove from this lot. The reported patient effects of angina, hypotension, occlusion and ventricular fibrillation are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, non-calcified left anterior descending (lad) artery. After predilatation was performed with a 2.5 non-compliant balloon, a 2.5x18 mm xience prox stent was deployed from the proximal lad to the 1st diagonal (d1). Next the 3.5x18 mm xience prime stent was deployed from the distal left main stem (lms) to the mid lad at 11 atmospheres. After repeated attempts to apply negative pressure using indeflator devices and luer-lock syringes, it was clear that the stent delivery system (sds) balloon would not deflate. There was no visible kink or defect noted in the sds. No antegrade left coronary flow was present due to the balloon occlusion in the distal lms. The patient developed severe chest pain and became hypotensive with ECG showing widespread st elevation. Defibrillation was required for ventricular fibrillation. An attempt was made to burst the balloon with a guide wire which failed. An attempt was also made to overinflate the balloon; however, this also failed. All attempts to remove the inflated balloon failed. The decision was made to cut the metallic hypotube and using the stiff end of a coronary guide wire, the stent balloon passively deflated and was removed. The total stent balloon inflation time was 21 minutes. The procedure was completed successfully and optical coherence tomography (oct) demonstrated a good result. The patient remained stable overnight and was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the medwatch, article titled: simple solution for an undeflatable stent balloon in the left main stent, author jonathan watt, mb chb, md. Was received which contained patient age and gender.